Event description:
It was reported that the 9900 system has intermittent column movement (system will not move up/down). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation indicated that the keyswitch was not turned all the way on. This allowed the system to appear to function normally, but did not allow dc power to reach the power motor relay board. Turned keyswitch fully on and the system was found to be working as intended system placed back into service.